Event description:
The user did not report that there was a slit in the catheter, which could have been caused by transportation.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed a slit in the catheter shaft proximal to electrode ring 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture / slit in the catheter shaft remains unknown.

Event description:
This report is to advise of a split catheter noted during analysis.